Manufacturer narrative:
D2b - pro code (product code): lit. G4 - premarket / 510(k) #: k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed and occluded target lesion was located in the moderately tortuous anterior tibial artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced dilation. However, during the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.